Event description:
It was reported high sensing integrity count since 1 day post implant procedure. Double counting of p waves were noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.